Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer replaced the pump supplies and resumed insulin therapy. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond. Customer's blood glucose was 151 mg/dl.